Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. It was reported to boston scientific corporation that a percuflex stent was to be used for a cystoscope room for bladder examination and placement of ureteral stent procedure, to be performed in the bladder and ureter on (B)(6) 2019. According to the complainant, during preparation, when pulling the suture string, the stent broke along the shaft. The procedure was cancelled and was rescheduled due to this event. There were no patient complications reported as a result of this event.